Event description:
This lead was an attempted implanted on (B)(6) 2012. Due to difficult patient anatomy the md tried different leads to achieve an optimal position. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).